Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - other chronic/intract pain (trunk/limbs). Patient stated it was not that much at first but gradually got worse over time. Patient stated she also experienced the stimulation "turn on and off" then clarified that she would feel a "jolting" around emi sources. No further complications were reported/anticipated.